Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customer's blood glucose level (bg) was reported to be 153 mg/dl. The customer delivered a bolus via the pump. The customer reloaded a new cartridge and the issue was resolved.